Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the surgeon seems to think the pressure was incorrect as the joint became swollen. More fluid was required to get through the case, visibility was ok but the patients arm became swollen more quickly. The surgeon reported that no long lasting effects are anticipated.